Event description:
Caller states the patient tested 6.6 inr on the coaguchek xs system and 4.6 inr on a comparison lab. Coumadin was held for 2 days and then reduced. No adverse event reported. Requested return of suspect system and replacement was sent.